Manufacturer narrative:
Product ID (B)(4) lot# serial# unknown implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information wasreceived and it was reported that the patient received adhesive discs and a new antenna. On (B)(4) 2018 they used the adhesive disc on the antenna, it stuck well at full charge. After 20 minutes, the recharger showed it went down to 6. The patient went to move the contact and it went down. They tried to move the antenna, but the adhesive disc became unstuck on their buttocks side. They continued to charge without it and it took 4 days, 1hour and 20 minutes to charge. On (B)(4) 2018 they used the adhesive disc on their antenna and spent 15 minutes getting it on, so that is would read 8. They then charged for 1 hour and 40 minutes. It had always taken more time to charge from the beginning. The other ins charged faster. The issue was not resolved and the cause was unknown. Nofurther complications were reported or anticipated.

Manufacturer narrative:
Product ID: pnma01411a004, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that it was taking the patient longer to charge and it was a pain to do so. Patient reported they can't use their recharging belt and has to lean against a pillow while charging. The patient reported they are having to charge longer than their first implant. No symptoms reported at this time. No further complications reported and/or anticipated.